Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on the competitor right ventricular (rv) lead through the remote monitoring system. Provocative maneuvers were performed, but no noise was produced. The physician suspected the competitor rv lead was fractured. The competitor rv lead will be revised at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Subsequent information was received that a decision was made to explant the entire system. During the revision procedure, the rv lead was testing through the pacing system analyzer and high out of range impedance measurements were observed. Once the rv lead was explanted, visible conductor damage was observed. A new system was successfully implanted. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that an out of range pacing impedance measurement was observed on the new pace/sense rv lead. Additionally, there was loss of capture and noise on the rv lead. The noise could not be reproduced. Boston scientific technical services (ts) reviewed the available information and indicated the out of range measurement was likely external interference with the daily measurement. The patient will continue to be monitored appropriately. No adverse patient effects were reported.

Event description:
Subsequent information was received that when the patient presented for a routine follow-up, a rash was observed over the upper torso. After discussion with the physician, it was revealed the device was placed into a competitor absorbable antibacterial envelope during the revision procedure. The patient was instructed to monitor the rash and apply steroid cream as needed. No adverse patient effects were reported.

Event description:
Subsequent information was received that this patient received a new pace/sense rv lead. All measurements were appropriate during the post-operative check. No additional adverse patient effects were reported.